Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. The following information was provided by the initial reporter: it was reported that customer reports increase of false positives. The reported false positives have all come out of the fx instrument #2/(B)(4). See case # (B)(6) for further details/information as needed. Customer is unsure if bottles are coming from same instrument. False positives have increased recently but customer only has 4 bottles in recently started log book they can provide for review. Confirmatory testing was not reported, and there was no report of patient impact. They are confirming bottles are not overfilled prior to entry and no bottle defects have been observed. Bottles types are aer plus, peds plus and anaerobic (mostly aer and peds) serial #s of instruments with fp bottles: (B)(4). Bactec media: when did you start using plastic bottles? Unknown. Have you noticed a difference in sensor color or anything else unusual on fp bottles? None. Have you noticed any issue with the cap seal or septum on fp bottles? None. How are your bottles stored prior to use? Protected from light? Rt, protect from light. How long between collection and bottles entered into instrument? Approximately 30 minutes. Software version? (B)(4). Vials affected (for blood culture only)? Na. Is follow up required? Yes. Priority status: p1 = no for both q1, q2. Must check ¿customer is down¿ box in wo. P2 = no for either q1, q2. P3 = yes for both q1, q2.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. The following information was provided by the initial reporter: it was reported that customer reports increase of false positives. The reported false positives have all come out of the fx instrument #2/ft3953/fb8309. See case # (B)(4) for further details/information as needed. Customer is unsure if bottles are coming from same instrument. False positives have increased recently but customer only has 4 bottles in recently started log book they can provide for review. Confirmatory testing was not reported, and there was no report of patient impact. They are confirming bottles are not overfilled prior to entry and no bottle defects have been observed. Bottle types are aer plus, peds plus and anaerobic (mostly aer and peds) serial #s of instruments with fp bottles: (B)(6). (B)(6). Bactec media: when did you start using plastic bottles? Unknown. Have you noticed a difference in sensor color or anything else unusual on fp bottles? None have you noticed any issue with the cap seal or septum on fp bottles? None. How are your bottles stored prior to use? Protected from light? Rt, protect from light. How long between collection and bottles entered into instrument? Approximately 30 minutes. Software version? 6.10a. Vials affected (for blood culture only)? Na. Is follow up required? Yes. Priority status: p1 = no for both q1, q2. Must check ¿customer is down¿ box in wo. P2 = no for either q1, q2. P3 = yes for both q1, q2.

Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that they were unsure if bottles were coming from same instrument. False positives have increased recently but customer only had 4 bottles in recently started logbook they can provide for review. A bd system support engineer (sse) reviewed the logfiles and did not find any issues with the instrument. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.